Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced angina and a myocardial infarction. During the index, the 80% stenosed target lesion was 2.25mm in diameter and 10mm long located in the mid left anterior descending (lad). The lesion was treated with predilation and placement of a 2.25x12mm taxus liberte stent. Residual stenosis was 0%. The non-target lesion located in the 1st obtuse marginal was treated with balloon angioplasty and two taxus express2 stents. The patient was discharged 1 day later on aspirin and plavix. In (B)(6) 2010, the patient experienced myocardial infarction and angina pectoris. The patient underwent a percutaneous coronary intervention(pci) which revealed a 99% stenosis with timi 3 flow located in the mid left anterior descending (lad). The patient was treated with balloon angioplasty and placement of 3(three) non-bsc stents (2.5x18mm in the distal lad; 2.5x18mm in the mid lad and 3.0x15mm placed proximal to the other two stents). Post treatment diameter stenosis was 0% with timi 3 flow noted. The left main was imaged revealing previous placed circumflex stents to be patent. An electrocardiogram (ECG) following pci revealed sinus rhythm and nonspecific inferior and lateral t abnormalities. A repeat ECG 1 day later revealed sinus rhythm; probable inferior infarct; borderline st elevation, anterior leads; and nonspecific st-t abnormalities. Cardiac enzymes were elevated. The event was resolved with no residual effects and the patient was discharged.